Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 15cm x 12mm ipp with 100 ml reservoir was implanted. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.